Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A corrective, and preventative action and field corrective action have been initiated.

Event description:
The facility reported an infusion pump was reported with a failure code 570. It was not specified if this failure occurred while infusing on a patient..